Event description:
It was reported that the patient underwent sling procedure on (B)(6) 2010. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding and vaginal scarring. It was reported that the patient experienced mesh exposure, erosion and underwent revision on (B)(6) 2010. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infections and mild stress incontinence.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infections and mild stress incontinence.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced hematuria, atrophic vaginitis, urinary frequency and urgency of urination.